Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a motor error alarm after bolus on the insulin pump. The customer's blood glucose level was 240 mg/dl. The customer states that "there is no bumped nor dropped", no e70 alarm occurence. The customer was advised to disconnect the insulin pump and do not use it. The customer was advised to revert to back up plan and contact with healthcare provider. The customer was advised that we will send "oow" letter.